Manufacturer narrative:
Pump passed the self test and displacement test. Hardware low level failures alarms are confirmed in pump history file due to a broken trace at u1 keypad assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the hardware low level failure alarm. Customer¿s blood glucose value was unknown. Customer stated that the insulin pump was able to clear the alarm. Customer stated that they were able to complete rewind insulin pump. Customer stated that the insulin pump passed the self-test. The insulin pump will return for the analysis.